Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently done with vaginal hysterectomy and anterior posterior repair due to uterine enlargement, prolapse, stress incontinence, cystocele, and rectocele. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding, neuromuscular problems and vaginal scarring.

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.